Event description:
A customer reported an issue with the air exchange. Timing of event is unk. Additional info has been requested but no received to date.

Manufacturer narrative:
Evaluation summary: the device history review (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report and functional testing could not be conducted. Additional info has been requested but not received to date. (B)(4).